Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced a refractive surprise after implantation of symfony lenses in both eyes. Currently, there is no plan to explant the lens from the patient's left eye. Patient underwent explant of the lens in their right eye. Although initially there was a plan to explant the left eye (os), the patient canceled. Hence, os has not been explanted yet. It was reported that it is believed that the patient's symptoms may have gotten better now following explant and replacement of the lens from the right eye. No further information was provided. Explant of the lens in the right eye has been captured and is provided in a separate MDR filing.